Event description:
The customer reported that during reprocessing before use, the resection sheath was found to have a damaged ceramic tip, missing screws at the bayonet and damaged / worn sealing ring. The scheduled intrauterine resection procedure was completed with another sheath without delay. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The device history records for the affected lot was reviewed without showing any non-conformities or deviations regarding the described issue. The referenced device was returned for evaluation and the customer¿s reported problem was confirmed. The ceramic insulation at the distal tip of the device is damaged/parts broke off. The guide screw was missing, and the sealing rings are damaged and missing. The device has not been repaired in the last year. The root cause of the broken ceramic insulation at the distal tip of the sheath cannot conclusively be determined. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically, therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). \impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints related to the device and reported phenomenon. Additional 510(k): k931995.